Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the hitting plate on the instrument broke. We suppose that the customer stroke too much on the guiding device and the plate broke. It is not repairable. No patient was impacted. The customer had the impression that the instrument must be replaced and repaired. A part is missing on the hitting plate. It is unknown when and where the part broke off and if this fragment was retrieved. The surgery was not delayed. Another instrument was available for use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
An investigation was conducted and it states that the hitting plate shows strong deformations and even an edge is broken off. The review of the manufacturing and material documents has shown that the present insertion handle was manufactured according to the specifications. No manufacturing fault could be detected. No product fault could be detected. Placeholder.